Manufacturer narrative:
It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider, we are unable to investigate into the root cause for this event.

Event description:
Edwards received information, through its implant patient registry, that a 25mm aortic pericardial valve, implanted approximately six (6) years and six (6) months, was explanted and replaced with a 3300tfx 23mm aortic pericardial valve for unknown reasons.

Manufacturer narrative:
Evaluation summary: as received, leaflet 1 had a cut area approx 14mmx14mm. Cut section was not returned with the device. Moderate calcification was observed in the remaining cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3. Minimal to moderate calcification was observed in the free margins of leaflets 2 and 3, moderate to heavy calcification was observed in the remaining free margins of leaflet 1. Leaflet 3 had a tear at commissure 1, tear was approx 7mm in length. Leaflet 1 also had a tear at commissure 1, tear was approx 5mm in length. Calcification was observed near the regions of the tears. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Minimal to moderate host tissue on stent inflow and minimal at the stent outflow. Hematoma was observed on all three leaflets on the outflow aspect. All 3 leaflets at all 3 commissures also exhibited thickened and swollen tissue. The xray demonstrated calcification, cut wireform and all three commissures wireform distorted. Wireform near all three leaflets was exposed on both the inflow and outflow aspects, commissure 1 wireform was exposed on the outflow aspect. Wireform near leaflet 2 was cut, cut extended across entire leaflet 2. Ends of the wireform appeared sharp and straight and appeared to match up. These damages are most likely due to explant or implant. Method: x-ray. Customer report of stenosis could be confirmed through product evaluation. Primary reason for stenosis was calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient was a relatively young male who was morbidly obese, s/p avr with a highly calcified mitral valve. These may have contributed to the failure of this device.

Event description:
Through follow up with the health care provider, the operative report was received which states this device was explanted due to aortic stenosis. The aortic valve was found to be highly calcified on direct inspection. Both the native mitral valve, which was highly calcified, and the bioprosthetic aortic valve were replaced. Patient was weaned from cpb having tolerated the procedures satisfactorily and was taken to the ICU in stable condition.